Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report: 3005168196-2020-01542. This report is associated with MFR report number: 1.3005168196-2020-01541.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a lantern delivery microcatheters (lantern) and pod packing coils (podj). During the procedure, while attempting to rotate the lantern from the left renal vein into the left ovarian vein, the lantern broke approximately fifteen centimeters from the proximal hub outside the patient''s body. Therefore, the lantern was pulled out. The physician then placed three ruby coils and two podjs into the target vessel using a new lantern. Next, the physician advanced another podj into the target vessel and determined that it was too long; therefore, the physician decided to remove the podj. While retracting the podj, it became stuck at the distal end of the lantern and subsequently, unintentionally detached within the lantern. Therefore, the lantern containing the detached podj was removed and the podj was flushed out. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01541.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using lantern delivery microcatheters (lantern), and pod packing coils (podj). During the procedure, while attempting to rotate the lantern from the left renal vein into the left ovarian vein, the lantern broke approximately fifteen centimeters from the hub. Therefore, the lantern was pulled out. The physician then placed three ruby coils, and two podjs into the target vessel using a new lantern. Next, the physician advanced another podj into the target vessel, and determined that it was too long. Therefore, the physician decided to remove the podj. While retracting the podj, it became stuck at the distal end of the lantern and subsequently, unintentionally, detached within the lantern. Therefore, the lantern containing the detached podj was removed and the podj was flushed out. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.